Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 4 of 4. Customer reported prior events of qc failing and false positive patient/donor results were also obtained when using abd gel card lot 040820053-01 (exp 1/10/2021). Manual gel testing was performed. Issue was initially believed to be on their end when sporadic false positive results were obtained in the anti-b well in the first portion of the abd cards. This microwell #2 produced 4+ positive reaction when the expected results for /donor were of groups o or a and the albaq qc material in vial #1 is known to be group a. Two different lots of albaq-chek qc material have been implicated. During the customer's investigation, the initial false pos results could not be duplicated and they did not report the issue to ortho. After it happened 3-4 times, the customer rejected the lot and reported it. The customer is confident the cards are always inspected prior to use, no physical appearance defects such as low liquid levels, drying, splashing were seen. No erroneous results were reported out since each time there was history of what the expected result should be. Cards were delivered on (B)(6) 2020. Shipping conditions were uneventful. All gel cards at this site are stored in the same room temperature cabinet and results of other gel cards have been acceptable. Issue started on: (B)(6) 2020. Microtubes/wells or cell (donor #) affected: anti-b in microwell 2, no reported concern with anti-b in well 5. Reaction grade obtained: 4+. Customer was expecting: neg. Incubation time (for manual test only): immed spin. Test repeated: yes. Method/result obtained by repeating: repeat testing in other cards using well#2 or well #5 produced acceptable results. Number of samples affected? 3-4 events, exact dates not provided for each. Was qc affected? Yes. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: all cells are at room temp before testing. Visual appearance before use: acceptable. Was the vial freshly opened? Yes. Repeated testing and changed bottle of mts dil 2 plus but issues continued on different day by different techs. Retesting in lot 04080053-01 was acceptable at times. Sporadic false positives results occurred 3-4 times and included albaq, donors, and patients. All samples test were of known blood groups prior to testing in the lot of question and were tested for confirmation of their blood types.